Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system was down and screen was black. The customer stated that they were unable to get the system to function. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was down, powered off, screen was black and remote support service (rss) was offline. The field service engineer (fse) found that the control boards in the full height cubie drawer 6 were unresponsive. The fse performed thorough testing and replaced both components, resolving the issue. The system functioned as intended after the field service engineer repaired the device.